Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported broken tip was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.35mm x 2.01mm in size. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.